Event description:
A report was received that the patient had a small opening at the incision site wherein the device could be seen. It was reported that 2 days post implant the patient had a fall causing a couple of incisions to break. The infection at the ipg site was not device related. The physician believed that the infection could have been either procedure related or due to the fall. There was no way to know if the erosion was caused by broken sutures. An IV antibiotics was administered and the patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had a small opening at the incision site wherein the device could be seen. It was reported that 2 days post implant the patient had a fall causing a couple of incisions to break. The infection at the ipg site was not device related. The physician believed that the infection could have been either procedure related or due to the fall. There was no way to know if the erosion was caused by broken sutures. An IV antibiotics was administered and the patient underwent an explant procedure.